Event description:
It was reported by the patient that they feel electrical stimulation in the area that the pacemaker is placed. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.